Event description:
It was reported that while preparing for an unspecified urological procedure the pigtail cracked. A percuflex plus had been selected to treat an unspecified target lesion. While preparing the device, the pusher was introduced and the pigtail cracked. The procedure was completed with a different device.